Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. There was no moisture damage found inside the insulin pump.

Event description:
Customer reported via phone call that the insulin pump had button error alarm and high blood glucose. Customer's blood glucose reading was 400 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers did not ramp up on their own. Customer accidentally went swimming while wearing the insulin pump. Customer stated that the button error alarm occurred right after the pump was exposed to moisture. Customer advised the insulin pump would not allow them to navigate between screens. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.